Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted after approximately a 2 year, 7 month implant duration due to severe mitral regurgitation and perivalvular leak.